Event description:
The reporter stated that when the plasma transfer set is attached to the female luer of the stopcock. The luer seems too large and the set falls out. There was no pt involvement associated with this event.